Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid" and pain; fear about recall.

Event description:
Patient reported right side "experiencing hooking, by that time it was not bothering [patient]", "now the hooking is bothering [patient] a lot and patient cannot forget the pain. Patient is experiencing intense pain in the nipple" and "patient was aware of the recall". Treated with analgesics and anti-inflammatory therapies. Patient representative reported "fluid" and additionally "oval nodule". The event of nodule is not considered related to the device. The device has been explanted.